Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17372989 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days.

Event description:
It was reported that a powerflex pro balloon catheter ruptured at 7 to 8 atm during its initial inflation. The balloon catheter had been delivered to the lesion for pre-dilation. It is unknown how the procedure was completed however, it was completed successfully. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The product was stored and handled according to the instructions for use (IFU). There was no damage noted to the box, pouch, hoop or balloon sleeve. There were no anomalies noted when the device was taken out of the package. The device was prepped per the instructions for use (IFU). There were no anomalies noted during prep. The device prepped normally and maintained negative pressure. There was no difficulty removing the product from the hoop or sleeve. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.

Manufacturer narrative:
It was reported that a powerflex pro balloon catheter ruptured at 7 to 8 atm during its initial inflation. The balloon catheter had been delivered to the lesion for pre-dilation. It is unknown how the procedure was completed however, it was completed successfully. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. There was no reported patient injury. The product was clinically used. The product was stored and handled according to the instructions for use (IFU). There was no damage noted to the box, pouch, hoop or balloon sleeve. There were no anomalies noted when the device was taken out of the package. The device was prepped per the instructions for use (IFU). There were no anomalies noted during prep. The device prepped normally and maintained negative pressure. There was no difficulty removing the product from the hoop or sleeve. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were not provided for the superficial femoral artery lesion. According to the instructions for use IFU), ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.